Event description:
It was reported that the system 5 reciprocating saw allegedly ran on its own during testing or set up. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, the reported event of run-on was not duplicated but confirmed. During testing a technician identified a recip motor failure. This was the root cause of the event, as the mechanical manufacturing engineer, (B)(4), was consulted regarding possible causes and confirmation of a recip motor failure as the primary failure. The recip motor includes the coil and rear motor assembly. The rear motor assembly contains sensors and wires that connect the asic motor controller to the motor. This failure may cause the device to run on its own.

Event description:
It was reported that the system 5 reciprocating saw allegedly ran on its own during testing or set up. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. (B)(4): device not yet returned for investigation.